Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The communication error was likely the result of foreign matter (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.) Being attached to the electrical contacts and optical connections of the scope connector. As a result, the pins of the connector had poor contact, and communication from the scope to the video processor via the light source device became unstable. The instructions for use (IFU) provides the following guidelines: this may prevent been a preventable malfunction. "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction."

Event description:
It was reported by the customer, before a procedure, the evis exera iii video system center displayed a b30 no image error message. The procedure was completed with a similar device in a different room. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user reported evis exera iii video system center displayed a b30 no image error message. Troubleshooting solutions were provided to the customer. The error message resolved after restarting the device. The device has not been returned to olympus. Two requests for additional information have been emailed to the customer. Will request additional information again. If additional information becomes available this report will be supplemented accordingly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii video system center displayed a b30 no image error message. There was no patient/user injury or harm reported to olympus.